Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) determined that a partially connected display to pump board cable to the display assembly p1 connector was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device, the stop start switch had a functional failure. There was no patient involvement.